Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a closure top was found to have backed out on the l3 left pedicle screw and was loose in the patient's body. A revision surgery was performed and new implants were used to revise the construct. The surgeon believes the loosening was due to the patients high activity level. They stated that the pedicle screw was implanted tightly. There was no report of further harm or injury to the patient and no delay of the revision surgery.

Manufacturer narrative:
UDI number: (B)(4). The returned closure tops were examined. The part that had loosened post-operatively was not identified and could not be definitively determined, however, one closure top was found to have abnormal witness marks consistent with the rod not being fully reduced on both sides of the pedicle screw housing and subsequently allowing the closure top to loosen post-op. The labeling was reviewed and found to contain instructions regarding proper post-operative care. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a revision surgery was performed to address post-operative closure top migration. Although only one closure top was reported to have migrated, all returned closure tops were evaluated; one was found to have abnormal locking witness marks and another had a fractured thread. It is unknown which of these closure tops migrated. This is report one of two for this event.